Manufacturer narrative:
Date sent to the FDA: 11/21/2024. Additional information: a1, a2, d1, d4 (expiration, lot), h4. Corrected information: d4 (primary UDI #). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-13042021-0000936907 submitted for adverse event which occurred on (B)(6) 2015. Mwr-13042021-0000936908 submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent partial removal surgery and recurrent hernia repair surgery in (B)(6) 2015 during which the surgeon noted the small bowel was so densely adherent to the mesh, he had no choice but to remove a portion of the mesh as well as a portion of the small bowel to which it was attached. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery in (B)(6) 2016. It was reported that the patient experienced dense adhesions, small bowel obstructions and chronic intractable abdominal pain. It was reported that the patient had a mesh implanted on (B)(6) 2012 which is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/20/2025. Added: b5, d3. Additional b5 narrative: it was reported that the patient underwent partial removal surgery on (B)(6) 2015 and removal surgery on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.